Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not know he was getting a rechargeable neurostimulator. Specifically, the pt was supposed to get a non-rechargeable device but during the implant procedure they initially put in a non-rechargable device but the pt could not feel their left side. A rechargeable was then implanted. The pt expressed frustration with the time commitment needed for recharging. His device setting was 1.5 volts. The pt noted that the stimulation covered his back but not his desired left hip area. It was noted the pt's sciatic-iliac nerves were "burned" 3 to 4 months ago pre-device implant. He was told that the permanent implant would work better than the trial period. Add'l info was requested.